Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not been received yet. Upon the return of the product a supplemental report will be sent with the investigation results. The design history record review is pending and the results will be submitted in a supplemental report.

Event description:
It was reported that during patient monitoring a burning odor was observed by the clinicians. They found that the ev1000 databox was emitting smoke with a burning odor. The system was powered down and removed from use. There were no signs of external smoke damage or burned areas on the databox. There was no harm or injury to the patient or to hospital personnel. The patient demographic information is not available.

Manufacturer narrative:
Reference (B)(4).

Manufacturer narrative:
One ev1000a platform system was received for product evaluation. When attempting to power up the system, the databox would not power up. Further internal inspection found that the c135 component on the cpu board had shorted out and burned. This is the source of the smoke and burning odor that was reported. The transducer holder was found to be worn and loose on the system. This has no affect on functionality. The device service history record review was completed and all manufacturing inspections passed with no non conformances. A failure that results in smoke could result in or be the result of fire. Fires, especially in oxygen rich environments have the potential to injury a patient or the user. In this instance, there was no injury noted to the staff or patient. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review. No further actions will be taken at this time.